Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead, other relevant device(s) are: product ID: 3093-28, serial/lot #: unknown, ubd: 28-nov-2012, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a procedure to change their ins system, procedural findings were a malfunctioning ins. The system was replaced with no complications and the patient tolerated the procedure with no apparent injuries. The patient presented for an ins change and stated the wires were broken and they were in severe rectal and vaginal pain. The patient stated they were having constant urination and their medical history was noted to include bladder incontinence. No further complications were reported.